Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6)2012. On (B)(6) 2013 essure confirmation test were performed and results shows bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet was received. Device category changed from device other event to incident. Event-injury was updated to new events - pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding). Reporter information were added. Essure insertion date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify- (B)(6) 2013. Bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder/urinary problems- urinary problems"), vaginal discharge ("bladder/urinary problems- vaginal discharge"), migraine ("migraine,"), nausea ("nausea"), alopecia ("hair loss") and rash ("rash.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),sapling. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia, back pain, genital haemorrhage, bladder disorder, urinary tract disorder, vaginal discharge, migraine, nausea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2012. On (B)(6) 2013 essure confirmation test were performed and results shows bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: new pfs received: new events added:dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back pain, genital. Abnormal bleeding, bladder/urinary problems- bladder probs., urinary problems, vaginal discharge, migraine, nausea, weight gain, hair loss. Other- rash were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.